Manufacturer narrative:
E1: facility name "(B)(6)". H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log was not applicable. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing found either the camflex was faulty or the printed wire assembly (pwa). The camflex and/or pwa will be replaced.

Event description:
It was reported that the pump was not working when priming. There was unknown patient involvement.